Manufacturer narrative:
Steris performed a review of the device history record (service history) of the scope subject of the reported event. Steris had previously repaired the scope and returned the scope back to the customer 2 days prior to the reported event. The steris repair had included replacement of the biopsy channel, bending rubber and light guide tube and adjustment of the angulation cable. Following these repairs, the scope was tested by quality control, which included angulation functioning testing, with no issues noted and passing results. Following the reported event, the scope was sent back to steris for evaluation, where it was confirmed the cable was in fact broken. Steris quality control records indicate the scope was operating within specification when returned to the customer, and had passed all quality control release testing, the angulation wire should not have failed on the first use. A review of complaint history identified no similar issues with the angulation wire breaking upon first use following repair, indicating this is an isolated event. There is potential for a broken angulation wire to be caused by the user when over torquing the scope's control knob in an attempt to get the angulation of the bending tube to move beyond specified tolerances. Following the investigation, steris repaired the customer's scope by replacing the angulation system, insertion tube and bending rubber. Quality control testing included angulation function tests with no reported issues and passing results. The scope was returned to the customer and no additional issues have been reported. This event has also been provided to the OEM for additional investigation as mishandling of the device by the customer could have also contributed to the reported event, specifically over torquing the scope's control knob.

Event description:
The customer reported the angulation cable snapped during the first procedure following steris repair. No injuries or procedural delays or cancellations were reported by the customer.